Event description:
Ous MDR - it was reported that approx. 54 months after the implantation the patient received multiple inappropriate shocks due to oversensing. The lead and the ICD were exchanged.

Manufacturer narrative:
The lead complained about and the ICD were returned and underwent a thorough analysis. First, the device memory data and the therapeutic functionality of the ICD were analyzed. The check of the device data showed that the ICD activated the battery state eos on (B)(6) 2017. The eos activation was done due to many, rapidly consecutive charge processes, caused by interference signals in the ventricular and far-field channel. The ICD proved to be fully functional during the analysis. There were no indications of a device malfunction. During the visual inspection of the lead, multiple signs of wear and tear were detected along the lead body. Especially in the distal area, near the shock coil, the insulation was damaged due to fraying. This damage is with high probability the cause for the oversensing mentioned in the complaint text, which led to multiple shock deliveries. The observed damage manifestation speaks for strong mechanical stress of the lead in the implanted state. Reasons for an increased stress level cannot be clarified conclusively without x-ray images, diagnostic images of any other kind, and other information about the patient. An accumulation of various influence factors should be considered. This includes strong ingrowth behavior of the lead in the distal area, an unfavorable implantation position of the lead, and the individual anatomy of the patient. The manufacturing process of the ICD and the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.